Manufacturer narrative:
Concomitant medical products: lnq11 monitor, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hospitalized due to an 'incident' and continue to have palpitations. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.